Event description:
It was reported by a nurse advisor at the hosp that the inflation had been used instead of the irrigation. There was 120 ml removed from the balloon device following use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this issue. Add'l info has been requested, however, no add'l ptg/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. The actual date of event is unk, so the date used was the date convatec became aware.